Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture baker grade unknown seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma late.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, calcifications, undulations of the right implant contour, peri-implant liquid in the lower quadrants, "insidious pain with [illegible] for 5 months, and breast deformity, hardening, and mobility difficult." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reports capsular contracture baker grade iii. The device has been explanted.